Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced; however, the valve dislodged aortic. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 0-1 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 0-1 mm. Subsequently, open heart surgery was performed to explant the transcatheter valve, and a non-medtronic surgical aortic valve was implanted. Per the physician, the post-implant bav and patient's calcified anatomy contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.